Event description:
A patient reported their implantable neurostimulator (ins) had not ben functioning for 2 to 3 years. The patient said that when he does get the device to work, stimulation goes to his foot instead of the lower right abdomen. The patient was redirected to their healthcare provider. The indication for implant was post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.